Manufacturer narrative:
The device was not returned for analysis. The customer was notified to return the device for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the concerto coil failed to detach with the instant detacher and via manual method. The coil was removed. No patient injury occurred. It is unknown how many attempts were made with the instant detacher or via manual detachment. All other event details are unknown.